Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible on the tip and contrast in the inflation lumen and balloon, which is consistent with preparation and the sds advanced over a guide wire. The stent was returned dislodged from the balloon and in the protective sheath, confirming the reported information. There was no damage noted on the stent. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to: improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The inner diameter of the protective sheath and outer diameters of the stent were measured and met manufacturing criteria. It was reported the stent dislodgement was not noted until the sds was advanced into the patient anatomy. It should be noted the vision instructions for use (IFU) states: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A conclusive cause for the reported stent dislodgement could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that after attempted deployment of a vision stent, the stent did not appear on angiography. The stent dislodged inside of the protective sheath prior to entering the patient. It is noted that the inflation device was not connected to the stent delivery system prior to removal of the protective sheath. No patient effects were reported. No additional information was provided.